Event description:
Event occurred regarding monitoring kit w/tp4 where it was reported that an arterial line transducer had to be changed because it was not allowing the fluid to flow through continuously, leads to breaking into a central line more often than usual. There was patient involvement but no reported patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Updated information in section d9.